Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (dose, concentration, and lot unknown) via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome. In 2008 several episodes of drowsiness occurred after morphine dose increase. Additional information was reported by the hcp on (B)(6) 2015, that the patient had a pump replacement on (B)(6) 2008. The patient was later "submitted" to the hospital on (B)(6) 2008 with intoxication symptoms; and she was again seen in the ER on (B)(6) 2008. No pump dysfunction was discovered and the reason for intoxication was due to increase of the dose. The situation was reportedly discussed with a company representative. However it was not clear when this occurred or if it was previously reported. Additional information was requested regarding serial numbers, notify date, troubleshooting, diagnostics, actions interventions, drug/concentration/dose/lot, concomitant medications, medical history, and diagnosis for use.